Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The definitive root cause was not identified, however based on the results of the investigation and information received, the probable cause of the malfunction was physical stress of bumping the distal end section of the endoscope or dropping the distal end section of the endoscope, or chemical stress of chemical solutions. The events can be detected and prevented in accordance with the following IFU. It was confirmed that instructions for tjf-q290v operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to detect the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited tip of the body adhesive peeling. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.